Event description:
It was reported that during a coronary stent procedure, the shaft leaked and optimal stent expansion was not achieved. Entire system removal was unsuccessful due to the under-deployed stent. The stent was successfully deployed by ptca balloon catheter. The pt experienced temporary slow flow. Pt status is listed as "okay".